Manufacturer narrative:
Evaluation summary: the lens was not returned. Product history records were reviewed documentation indicated the product met release criteria. A root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the patient experienced poor intermediate vision and the patient was unable to adapt to the lens. The lens was exchanged during a secondary procedure.